Manufacturer narrative:
Phone number: (B)(6). Occupation: administrator/supervisor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump shuts off when connected to the battery even after changing the battery. There was no patient or clinical injury.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "pump setting and patient data lost" message. The reported issue was unable to be verified. The pump was inspected and no power up problems were found. The event log had several "pump settings lost" entries. It was recommended that the pwa be replaced as a preventative measure.